Event description:
It was reported the customer's b button was not responding. No additional information provided.

Manufacturer narrative:
All buttons functioning properly. No damage on keypad assembly or keypad connector noted during visual inspection. Unit received with minor scratched lcd window and missing end cap sticker.